Manufacturer narrative:
H10:. The device evaluation was completed. The actual sample was returned for evaluation in a wet condition with no pouch, no organizer and as a cassette only. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the amia automated pd cycler set leaked. This was observed during filling of peritoneal dialysis therapy. The home patient (hp) was not connected at the time of the event. It was stated there were no signs of physical damage. There was no patient injury or medical intervention associated with this event. No additional information is available.